Event description:
Boston scientific received information that during the implant of this implantable defibrillation lead, difficulty was encountered with placement of the lead. The patient suffered a pericardial effusion and pneumothorax requiring a pericardial window and chest tube. The lead was successfully implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.